Event description:
It was reported that the patient experienced discomfort at the anchor site. The patient underwent a revision procedure wherein the anchor was buried deeper. Additional information was received that the patient was doing well postoperatively. Nothing was removed or added.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the anchor site. The patient underwent a revision procedure wherein the anchor was buried deeper.